Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph and one video of a single lumen powerpicc solo were returned for evaluation. An initial visual observation of the video showed a clinician infusing a clear liquid through the catheter. Drops of liquid were observed to form at the proximal end of the catheter shaft. The returned photograph showed a catheter within a microintroducer placed in a patient¿s arm, but no leak or damage could be seen on the samples in the returned photograph. No details of the leak or any damage on the catheter could be discerned from the returned video or photograph, and there were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that the end of the powerpicc solo catheter was found to be damaged during patient maintenance today, and the catheter was removed after. The product lot number is reju1092 and the catheter was placed on (B)(6) 2025. There was no report of patient harm.